Event description:
A distributor in (B)(4) reported that an mr340e reusable infant humidification chamber was leaking. This was observed before use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The mr340e reusable infant humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a f/u report once we received the complaint device and have completed our investigation.